Event description:
The expiration date printed on the strip vial label is 2006. According to the MFR's electronic iventory system, the associated lot number expired in 2005. No pt injury was reported and no treatment was received.